Event description:
Healthcare professional reported device was explanted and replaced.

Event description:
Patient reported, "folding and rupture. Confirmed by MRI". This record is for a left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported left side "folding and rupture confirmed by MRI". Device was explanted and replaced.